Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
An air leak was noted during an af procedure. The non-abbott dilator (boston scientific versacross connect dilator) was inserted into the valve of a 13f agilis sheath. It was noted that the dilator was inserted at an angle and the agilis 13f sheath valve was torn. Extra air was observed when flushing. The sheath was not exchanged, and the procedure was completed without adverse patient consequences.